Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had a scratched display window.

Event description:
Customer reported that she have to go to the emergency room and was hospitalized due to high blood glucose. Customer blood glucose reading at the time of the emergency room visit was over 687 mg/dl. Customer stated that she had unexplained high blood glucose for over a week prior to hospitalization. Nothing further was reported.